Event description:
It was reported that the patient had been medically managed and had their low flow limit lowered to 2.0 liters per minute (lpm) and continued to have low flow events below 2.0lpm. The patient had consistent low flow with no symptoms. The positioning of the pump was thought to be the issue. The center would like to lower the low flow threshold down to 1.5lpm. It was noted that the inflow cannula was positioned at the left ventricular apex, close to the inferolateral left ventricular wall. Occasionally, this could cause slow flow or obstruction if the left ventricle (lv) collapsed around the inflow cannula. An echo, right heart catheterization, and computed tomography angiography were performed and there were no obvious or fixable issues found.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been medically managed and had their low flow lowered to 2.0 liters per minute (lpm) (cs-194924) and continued to have low flow events below 2.0lpm. The patient had consistent low flow with no symptoms. The positioning of the pump was thought to be the issue. The center would like to lower the low flow threshold down to 1.5lpm. It was noted that the inflow cannula was positioned at the left ventricular apex, close to the inferolateral left ventricular wall. Occasionally, this could cause slow flow or obstruction if the left ventricle (lv) collapsed around the inflow cannula and may also cause foci of ventricular tachycardia if the cannula came into contact with the ventricular wall. An echo, right heart catheterization, and computed tomography angiography were performed. There were no obvious or fixable issues found. The primary and backup controllers were updated to 1.5lpm low flow software with no issues.

Manufacturer narrative:
B5 narrative information. H6: adverse event problem; health effect, impact code updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a direct correlation between the low flows and the reported pump inflow misalignment could not be conclusively established. The controller event log file contained events on 15jan2025 from 04:27:41 to 09:16:29, per the timestamps. Multiple low flow alarms were captured throughout the log file when flow decreased below 2.0 lpm. Of note, the controller had 2.0 low flow software installed (see (B)(6)). The log file also contained multiple pi events, with frequent elevations of pi. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The primary and backup controllers were updated to 1.5lpm low flow software by abbott technical services. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.